Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that the pump had shorter than expected battery life and the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 10/11/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/20/2016 with the following findings: the black box showed evidence of unexplained pump reboot events and battery alarms following pump reboot events on (B)(6) 2016. The pump powered on with the returned battery cap, but the cap was unable to fully tighten. The battery cap threads were damaged and the coin slot on top of the cap was worn. The cartridge compartment was damaged along the top of the compartment. The cartridge cap was able to be secured. The battery compartment was cracked. The battery compartment threads were also damaged. There was evidence of moisture contamination inside the battery compartment and on the underside of the battery cap. The audio bolus button cover was torn, but still responsive. The pump casing was cracked near the case seal. The pump's current draws were within specifications. Moisture was found on the internal components of the pump.